Event description:
It was reported that: "physician was positioning the adm cup in the acetabulum when the cup came off the positioner. The physician tried to unscrew the positioner so he could put it back in the cup. Positioner was frozen and would not unscrew. The physician took the secondary impactor and sat the cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.